Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for another indication and later developed peritonitis while hospitalized. Treatment was not reported. The patient was discharged three days after admission. At the time of this report the patient was recovering from the peritonitis event. Action with dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.